Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported device was not received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump under delivered during biomed delivery accuracy testing. Accuracy testing was performed with a 1 liter IV bag with room temperature tap water. Pca accuracy testing was performed with a reservoir volume of 20 ml and a pca dose of 20ml/hr, approximately 20 minutes. 24 hour accuracy testing was performed with a reservoir volume of 1000 ml and a continuous rate of 10 ml/hr for 24 hours, a total theoretical volume delivery for 240 ml. The pump under delivered within a range of -8 to -14 percent of the specification. No patient involvement or injury was reported.